Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: what part of the jaw was broken and fell into the patient? Did the active blade break off of the device? Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?)

Event description:
It was reported that during an hysterectomy procedure, the jaw has broken inside the patient. Surgeon has found the missing part and removed it. Another device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what part of the jaw was broken and fell into the patient? According to the customer it¿s all the tip of the device that broke. Did the active blade break off of the device? Unk. Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Unk.